Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: as the customer did not provide samples for evaluation, no records related to the defect was observed and the tests performed at retention samples is according to the specifications, it is not possible confirm the complaint or determine the root cause. The complaint was recorded in the complaints database which is regularly monitored for trend evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a black patch was left on the patients skin after recieving a vaccine that was injected using a bd plastipak ¿3ml hypodermic syringe with 1" needle 23g. Consumer then cotton swabbed with alcohol on a different needle that comes with the syringes and the cotton became dark as well. There was no report of injury or medical interventions.